Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported that the device had inconsistent graft thickness. The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was july 7, 2015 where it was reported that the locking knob was missing and the swivel, damaged hose and standard repair parts were replaced. This is not a related issue. Initial qa inspection of the air dermatome on january 8, 2018 revealed that the calibration was out of specifications. The motor speed was also out of specifications. The width plates 1"-4" were worn and the head was also worn. Repair of the air dermatome was performed by zimmer biomet surgical on january 8, 2018 which included replacement of the bearings, seal and retaining ring, motor, poppet assembly, o-ring, damaged head, damaged control bar, calibrating shaft, hose and width plates. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.90 rev. 41. The reported event was confirmed since during the initial inspection it was noted that the calibration was out of specifications. The root cause of the reported event was due to the device being outside calibration specifications. The issue was resolved with the replacement of the bearings, seal and retaining ring, motor, poppet assembly, o-ring, damaged head, damaged control bar, calibrating shaft, hose, width plates and calibration of the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was producing inconsistent thickness on one side of the graft. The surgeon stated that during surgery, the pressure was not changed while taking the graft; however, a deeper graft was taken then was intended. Half of the graft was reported to have been useable and no additional graft was needed. The thicker half of the graft was sutured back on to the donor site. No additional consequences were reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was producing inconsistent graft thicknesses. The surgeon stated that during surgery, the pressure was not changed while taking the graft; however, a deeper graft was taken then was intended. Half of the graft was reported to have been useable and no additional graft was needed. No additional consequences were reported.